Event description:
It was reported that approximately 1 hour during a da vinci si hysterectomy procedure, burning could be seen through the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The tip cover was removed and replaced and the procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.